Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age and weight not available for reporting. Additional product codes: hrs, hwc. Other: UDI: part number unknown, lot number unknown; UDI unknown. Implanted in (B)(6) 2015, exact implantation date unknown. Hospital contact phone number - (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent revision surgery for a broken va-condylar femur plate. The patient also reportedly had a non-union right distal femur fracture. The va-condylar 14 hole right plate broke at the second most proximal combi hole. The surgeon attributed implant failure likely due to screw configuration and lack of motion across fracture site. Surgeon reportedly did not suggest construct failure due to integrity of the plate but more likely a biomechanical issue. The revision plating surgery was performed (B)(6) 2016. This is report 1 of 1 for (B)(4).